Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented for an atrial lead revision procedure due to atrial non-capture. During the procedure, insulation anomaly was found on the right atrial (ra) and right ventricular (rv) leads, but the rv lead functioned normally. The leads were explanted and replaced. There were no complication during the procedure. The patient was doing well and was discharged home the following day. Related manufacturer reference number: 2938836-2019-13574.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.